Manufacturer narrative:
Based upon the clinical findings, the reported event of a type 1a endoleak is inconclusive. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. A design or manufacturing root cause for the reported event could not conclusively be determined. Patient factors that might have contributed to this event included the use of antiplatelet and anticoagulation therapy.

Manufacturer narrative:
The device involved in the event will not be returned for eval as it remains implanted in the pt. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the pt had a procedure on (B)(6) 2011 with a bifurcated and an infrarenal aortic extension. Upon follow up, computed tomography revealed a proximal endoleak. A suprarenal was implanted to correct the leak. Pt is doing well.